Event description:
This spontaneous report was received on (B)(4)-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach tooth and gum care toothbrush soft, for dental cleaning (route dental, lot number 1829rda, frequency and expiration date unspecified). After an unspecified duration the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(4)-2012. The lot number of the device was updated from 1829rda to unspecified. No valid lot number was provided and no sample was returned. A review of the trending data by product family reach tooth and gum care toothbrush soft revealed no adverse trends. Retain sample was not evaluated as a valid lot number was not provided. Based upon an acceptable product and facility review, lack of a valid lot number, sample and no adverse trends, the complaint was not confirmed and a root cause could not be determined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach tooth and gum care toothbrush soft, for dental cleaning (route dental, lot number 1829rda, frequency and expiration date unspecified). After an unspecified duration the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The lot number of the device was updated from 1829rda to unspecified. No valid lot number was provided and no sample was returned. A review of the trending data by product family reach tooth and gum care toothbrush soft revealed no adverse trends. Retain sample was not evaluated as a valid lot number was not provided. Based upon an acceptable product and facility review, lack of a valid lot number, sample and no adverse trends, the complaint was not confirmed and a root cause could not be determined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from unspecified to 3337ims537. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. A sample had been returned. There were no related manufacturing or facility issues found and no changes were made to the design, formula, packaging or labeling found within in a one year review period to the date of manufacture of the lot. Retain sample evaluation was not possible as the retention time was four years. Device history review was acceptable. Complaint trends will continue to be monitored. One toothbrush lot 3337ims537 was received. Toothbrush was broken at the last line of bristles on the head. The defect observed in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification. The break appeared to have happened while the consumer was taking the toothbrush out of the packaging as this sort of break would not happen during normal use of the product. The material of the handle has been changed, validated and released in 2007 to increase the stability of the brush. Based on the information available, this device was used as intended for treatment. The device history review for lot 3337ims537 was acceptable. Disposition of this complaint was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach tooth and gum care toothbrush soft, for dental cleaning (route dental, lot number 1829rda, frequency and expiration date unspecified). After an unspecified duration the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach tooth and gum care toothbrush soft, for dental cleaning (route dental, lot number 1829rda, frequency and expiration date unspecified). After an unspecified duration the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The lot number of the device was updated from 1829rda to unspecified. No valid lot number was provided and no sample was returned. A review of the trending data by product family reach tooth and gum care toothbrush soft revealed no adverse trends. Retain sample was not evaluated as a valid lot number was not provided. Based upon an acceptable product and facility review, lack of a valid lot number, sample and no adverse trends, the complaint was not confirmed and a root cause could not be determined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from unspecified to 3337ims537. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.